Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of fecal incontinence and gastro intestinal/pelvic floor. The patient reported they have had some fluid retention which may need to be surgically removed. They stated they have been working with a urologist for the last two years regarding this. No further patient complications were reported as a result of this event.